Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set patch leakage events on 10-apr, 15-apr, 22-apr, 27-apr, and 04-may-2024. The sets were used for 2 days. Blood glucose levels were 188, 200, 222, 147 and 277 mg/dl for each event respectively. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.